Event description:
It was reported that the patient's old generator was interrogated in the operating room and showed high impedance. The physician elected to replace the generator and check the impedance between the new generator and lead. The impedance values were within normal limits. The lead pin was reported to have been fully inserted in the old generator. The device was reported to have been discarded. No additional relevant information has been received to date.

Event description:
Settings and diagnostic information was received for the explanted generator.

Manufacturer narrative:
Brand name, corrected data: initial report inadvertently listed incorrect brand name. Corrected data: initial report inadvertently listed incorrect name. Model #, corrected data: initial report inadvertently listed incorrect model #. Serial #, corrected data: initial report inadvertently listed incorrect serial #. Lot #, corrected data: initial report inadvertently listed incorrect lot #. Expiration date (mo/day/yr) , corrected data: initial report inadvertently listed incorrect expiration date (mo/day/yr) . If implanted, give date (mo/day/yr) , corrected data: initial report inadvertently listed incorrect implant date. If explanted, give date (mo/day/yr) , corrected data: initial report inadvertently listed incorrect explant date. Device manufacture date (mo/day/yr), corrected data: initial report inadvertently listed incorrect manufacture date.